Manufacturer narrative:
Device investigation: results: the coil was stuck inside the proximal end of the orange introducer sheath. The coil was still attached to the pusher assembly. The pusher assembly was kinked approximately 37.0 cm from the proximal end of the wire. The pet-lock at the proximal end of the pusher assembly was still intact. The orange sheath was slightly ovalized approximately 7.0 cm from the distal tip. The coil o.d. Was measured and was within product specification. The orange sheath i.d. Was measured and a 0.023 mandrel could not be advanced past the ovalized area. The device is nonfunctional. Conclusions: the complaint has been evaluated. The complaint indicates that several coils were deployed with a pxslim microcatheter. One of the coils inserted into the pxslim microcatheter would not advance distally due to strong resistance. Evaluation of the returned device confirmed that the coil was lodged inside the proximal end of the orange introducer sheath. The introducer sheath was ovalized approximately 7.0 cm from the distal tip. The rhv appears have been overtightened on the distal end of the introducer sheath. If the rhv was overtightened on the coil introducer sheath, the coil would not have been able to advance past the damaged region and the user would encounter resistance. This is likely the cause of the resistance felt by the physician. In addition, the pusher assembly was kinked approximately 37.0 cm from the proximal end of the wire. The damage likely occurred while pushing against resistance. The pxslim microcatheter does not appear to have been a cause of the resistance as several coils were deployed with the catheter after this event. The product dimensions are within specification. There appears to be no issue with the device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The patient was undergoing an embolization procedure in the left iliac artery using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, the physician successfully deployed eleven coils; however, on the 12th coil, the physician felt a strong resistance and could not advance the penumbra coil 400. The coil was removed and the physician successfully completed the procedure with seven more penumbra coils. There was no report of an adverse effect on the patient.